Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized with low blood glucose. The customer stated he was driving and was unable to treat the low. Customer was in a car accident and was hospitalized. Blood glucose at the time of admission was 20 mg/dl. Customer did not know the cause for the low blood glucose. The insulin pump is not being replaced or returned for analysis.